Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting, confirmed the reported issue and replaced the touchscreen. The issue was resolved.

Event description:
It was reported that the unit failed touchscreen calibration on multiple attempts. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Reporter date: 13may2019. Manufacture date: 10may2019. A touch screen assembly was returned for analysis. An investigation was performed and the product analysis technician reported the root cause was isolated to components being out specification [the ul_lr and ur_ll resistance were out of specification and resistance ratio ul_lr/ ur_ll were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.